Event description:
The customer reported being hospitalized due to high blood glucose levels over 600 mg/dl. Prior to the event, the customer's insulin pump alarmed button error. The customer stated that he did not press any button for longer than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response and button error alarms due to corroded keypad traces. The keypad overlay had weak adhesive bond at all locations. Unable to perform functional testing due to no button response and the button error alarms.